Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report the onetouch ultra 2 meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010, the pt obtained the blood glucose readings of 152 mg/dl, 180 mg/dl and 130 mg/dl on the reported meter, which he claimed were inaccurately high compared to his expected values. Two hours later, the pt experienced the symptoms of sweating and headache. The pt administered self-treatment with food and/or a drink; he did not seek any medical attention. During the troubleshooting telephone call, quality control testing was performed, with passing results. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated blood glucose readings on the reported meter, and received treatment with food to alleviate his symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.